Event description:
New information received notes that the event was initially discovered in clinic. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of ¿lead malfunctioned¿ was not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal short. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted on (B)(6) 2024 due to an unknown reason. No patient condition was reported.